Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-11 (B)(4) (con): (refer to (B)(4), sxs went to zero control, not helped pt sxs, for details pertaining to the related event) information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported by the patient¿s family member that the patient had an implant (¿had one¿) for a year, it quit working and it was replaced on (B)(6) 2019. There were no further complications reported/anticipated.